Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on oct 14, 2019 with catalog number 1077896. Visual analysis of the returned device identified: wear abrasion, crease fold, two openings curved on the radius and calcification white particles on the shell. Leak test and microscopic analysis was performed which identified: one opening striated and one opening crease smooth on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the radius due to surgical damage consist in the use of some surgical tool. One crease smooth opening on the radius due to fold flaw opening.

Event description:
The device has been explanted.